Manufacturer narrative:
D2a: additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product codes: gbo; lje. H3: it is unknown if device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was occluded. The device was placed in the patient for use as a chest tube. Later, the internal nylon suture, that is typically secured externally, was found to be wound within the stopcock leading to a significant clot burden. The internal suture was broken and obstructing pleural drainage. The cardiac intensive care unit (cicu) advanced practice provider (app) removed the stopcock and found a large clot burden. A new sterile stopcock was attached to chest tube and the catheter was flushed with 10 cc of sterile saline. Pleural drainage was flowing freely. The cardiac-thoracic surgical team, the "7a" cicu attending, the cicu attending, and interventional radiology teams were notified of findings for discussion regarding further intervention. The decision was made to instill tissue plasminogen activator (tpa) medication into the chest tube. The tpa dwelled for one hour, and pleural drainage was flowing freely after. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.